Manufacturer narrative:
As received, a partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures, but internal shorting was noted due to procedural damage. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2019-16804. Related manufacturer reference number: 2017865-2019-16805.

Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16804. Related manufacturer reference number: 2017865-2019-16805. It was reported the patient passed away. The cause of death is unknown.